Event description:
Pt reports a three (3) inch cut between knee and ankle that happened during the night causing bleeding. Pt sought medical intervention. Djo considers any incident that requires medical intervention be treated as a reportable event. The device has not been received for eval. No add'l info has been received or confirmed. Investigation on-going. Obtaining more info on type and size of walker boot.